Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient was not receiving effective therapy. As a result, the scs system was explanted at an unknown time and a new drg system was implanted on (B)(6) 2023.

Manufacturer narrative:
Impact code has been corrected to reflect device replacement.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.